Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and rising impedances. The lead will be revised at the next device replacement procedure, and currently remains in use. No patient complications have been reported as a result of this event.